Manufacturer narrative:
The analysis of the lead demonstrated multiple signs of abrasion and a damaged insulation. In particular at approx. 24 cm distal to the is-1 connector pin the insulation was found rubbed through. The coating of the conductor cable was found damaged in this area. This insulation damage can be considered as the root cause for the observed noise issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. The cuttings in the insulation as well as the deformations of proximal shock coil occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Pt seen in emergency room for multiple shocks related to noise on both rv and ff channels. Forty five vf episodes from noise were seen in recordings starting on (B)(6) 2013. Sensing, impedances and thresholds appear stable and within normal limits. Isometric testing not performed yet to see if noise can be reproduced with movement. Noise shown on iegm is indicative of possible subclavian crush. Cxr to be ordered. On (B)(6) 2013, this device was returned.